Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Both guides have snapped in half.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
Additional narrative: examination of the returned instruments confirmed the complaint; the guides broke into two pieces. A previous similar investigation found macroscopic features of the fracture surface are consistent with torsional bending load applied beyond the ultimate strength of the material at the base of the slot. No material or manufacturing defects were observed that could have contributed to the fracture. A complaint database search finds no other reported incidents against the provided product and lot combinations for guides breaking in half. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.